Event description:
Infusion completed 12 hours earlier than the expected 46 hours. The device contained 17.39mg/ml of 5 fu and 0.9% sodium chloride for a total fill volume of 230ml. No pt injury was reported.